Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. E3: reporter is a j&j sales representative. H3, h6: the investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in netherlands as follows: it was reported that the tfna broke after 3 months. There was re-operation for a longer and thicker tfna. As a result of the difficulties encountered with the device, the procedure was prolonged for 90 minutes. There were patient consequences. Revision surgery, additional surgery time, blood transfusion. This report is for one (1) tfna fem nail ø10 r 130° l235 timo15. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: corrected: d4 primary UDI number. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h4, h6 investigation summary: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that had broken from the spiral blade insertion hole. The broken fragment was returned for evaluation. The reported allegation can be confirmed. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. A dimensional inspection for the device was unable to be performed due to post manufacturing damage. The overall complaint was confirmed as the observed condition of the tfna fem nail ø10 r 130° l235 timo15 would contribute to the complained device issue. Based on the investigation findings, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Dimensional inspection: n/a. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9 h3, h6: the subject device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: photo investigation: the product was not returned to depuy synthes, however photos were provided for review. The photo/x-rays investigation revealed that the tfna fem nail ø10 r 130° l235 timo15 was broken across the spiral blade insertion hole. The broken fragments are visible on x-rays. While no root cause can be established with the available information, factors such as the age of the patient, underlying disease, bone density, or a possible early weight-bearing, could have led to failure of the implant. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed for tfna fem nail ø10 r 130° l235 timo15. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. H4, h6: device history record (DHR) review conducted: manufacturing location: monument manufacturing date: 27-feb-2023 expiration date: 01-feb-2033 part number: 04.037.044s, 10mm/130 deg ti cann tfna 235mm/right ¿ sterile lot number: 4736p33 (sterile) lot quantity: (B)(4) . Production order traveler met all inspection acceptance criteria. Inspection certificate 04.037.044s-18-btq136733 / 3 met all inspection acceptance criteria. Packaging label log (pll) lmd rev ad was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Scn was reviewed and determined to be conforming. This lot met all dimensional, visual, sterility and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component part(s) reviewed: part number: 04.037.912.3, tfna lock drive lot number: 4660p56 lot quantity: (B)(4) . Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 4627p39 lot quantity: (B)(4) . Production order traveler met all inspection acceptance criteria. Inspection sheet met all inspection acceptance criteria. Part number: 04.037.942.2, lock prong, 130 degree, tfna static locking prong lot number: 4565p58 lot quantity: (B)(4) . Production order traveler met all inspection acceptance criteria apart from 6 pieces scrapped for broken tooling. Inspection sheet met all inspection acceptance criteria. Note: 13 parts were held for cosmetics related to marks on the parts from go-no go gauge. These 13 parts were dispositioned as release (conforming) by quality engineering. Part number: 21127, timoagri16.00 lot number: 1966p44 lot quantity: (B)(4) . Inspection instruction met all inspection acceptance criteria. Certified test report dated 25-aug-2022 was reviewed and determined to be conforming. Lot summary report dated 06-feb-2023 met all inspection acceptance criteria. Raw material receiving / putaway checklist met all inspection acceptance criteria. This lot met all dimensional, visual, sterilization and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the devices were implanted on an unknown date in (B)(6) 2023 and were explanted on (B)(6) 2024.